Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction with intraocular lens implant procedure the patient experienced an incisional burn. The case was completed using manual technique. Additional information has been requested but not received.

Manufacturer narrative:
The surgeon reported that during a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced an incisional burn. The case was completed using a manual technique to remove the cataract. Additional information was requested but has not been received. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Product evaluation ¿ handpiece no further information was able to be obtained from this customer. The handpiece was returned for evaluation. The handpiece was manufactured on march 28, 2015. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample showed no issues. The handpiece was tested on the system for 5 minutes at 100% ultrasonic and torsional power and passed all tests. The hp was tested on the wet stroke and passed all specifications. A flow rate test was performed and the handpiece passed the irrigation and aspiration test. The handpiece met specifications. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Root cause corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, (B)(6)2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).